Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, the screw/implant was received without sutures. The screw had broken, bent and chipped around the hex edges and threads of the suture anchor, corkscrew® ft ii 5.5 mm x 16.3 mm with #2 fiberwire® and #2 tigerwire® with needles. The most likely cause of the reported failure is user error, which can be attributed to improper bone prep, misaligned insertion, and prying/leveraging the device during insertion. Functional testing was not performed due to the device's damage. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause of the reported failure is user error, which can be attributed to improper bone prep, misaligned insertion, and prying/leveraging the device during insertion.

Event description:
It was reported that during arthroscopic suturing of the meniscus, despite using a dedicated punch, the anchor did not screw completely into the bone and had to be removed and a new device with the same part number was used to finish the surgery successfully. There was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.